Event description:
(B) (4) it was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with unstable angina and was referred for cardiac catheterization. Later the same day, the index procedure treated the 99% stenosed, 4.0x14mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation with a unspecified balloon, the placement of a 3.5x16mm taxus liberte study stent and post dilation with an unspecifed balloon resulting in 0% residual stenosis. The next day, prior to discharge, the patient was diagnosed with a myocardial infarction. No action was taken to treat the event. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)